Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 5. The home patient (hp) was connected at the time of the alarm. The hp stated that they had an unused line in the organizer and the blue clamp was open. The technical service representative (tsr) informed the hp that the blue clamp should have been closed if there was no solution bag connected. The tsr advised the hp to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Per "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice machine, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.